Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given simulated use testing; this showed the pump gave a "battery depleted" alarm. The device was opened and given internal inspection and motor testing. The motor testing showed the current measured within specification. The internal examination showed the main processing board grounding contact was not connected to the ground shield. The cause of this disconnection was not definitely established.

Event description:
It was reported that the device gave a "constant battery depleted" alarm. No known adverse effects to patient.

Event description:
Additional information received. No patient involvement, did not occur on the patient. Updated event date.